Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on an amia cassette. The exact location of the leak was unknown. The affected set was discarded and therapy was restarted with all new supplies. The patient was not connected to the cassette when the reported problem was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed using naked eye and functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. No issues were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.